Manufacturer narrative:
Additional information from customer on 06feb2020. Received additional information from customer stating that there was a required revision/medical intervention done on the laceration that had been sutured after area was shaved and cleansed with chlorhexidine 4%. The mayfield ratchet slipped that caused the skull pin to lacerate approximately an 8cm area along the right parietal area of the scalp. In addition, a new mayfield attachment was applied and used after the product problem occurred. Also, the procedure was completed by repositioning the mayfield attachment.

Manufacturer narrative:
The mayfield skull clamp was received for evaluation. UDI - (B)(4). Lot number not provided, therefore, DHR cannot be performed. Failure analysis- unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; pm maintenance and cleaning required at this time. Conclusion - the reported complaint was confirmed through failure analysis. There were no adverse trends discovered for this issue, and the risk is acceptable, therefore no further investigation or action is required.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A quality specialist reported that on (B)(6) 2020 the a1059 mayfield modified skull clamp had caused a laceration to a patient. A patient that had a spine surgery sustained a full thickness scalp laceration during positioning using a mayfield skull clamp. A mayfield skull clamp was placed into the patient¿s skull using skull pins and secured in place with 60 pounds (lbs) of tension while on the ward bed. The patient was then turned prone onto the jackson table. Upon turning the patient¿s head during positioning the mayfield rachet slipped that caused the skull pin to lacerate approximately an 8 centimeters (cm) area along the right parietal area of the scalp. Additional information has been requested.